Event description:
It was reported that the patient was scheduled for a revision surgery of the artificial urinary sphincter on (B)(6) 2018 for unspecified reasons. No further information was available at the time, but will be available at the time of the revision surgery. A supplemental report will be submitted when additional details become available.

Event description:
It was reported that the patient was scheduled for a revision surgery of the artificial urinary sphincter on (B)(6) 2018 for unspecified reasons. No further information was available at the time, but will be available at the time of the revision surgery. A supplemental report will be submitted when additional details become available. Additional information received indicated the artificial urinary sphincter cuff component was removed due to recurring incontinence and signs of urethral atrophy under the cuff. A new artificial urinary sphincter 4.0 cm cuff component was implanted.